Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device did not fire. When the surgeon fired, the handle cannot be squeezed. Full and complete squeezes of the handle was not performed.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition.if information is provided in the future, a supplemental report will be issued.